Manufacturer narrative:
Zoll has not yet received the zoll catheter for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A (B)(6) male patient was hospitalized post cardiac arrest with return of spontaneous circulation (rosc) sinus bradycardia. There were no reason for the patient to be non-ambulatory before the hospitalization. The patient was systematically anti-coagulated. No adjunct temperature management procedure was performed. The patient's temperature prior to the ivtm therapy was 38.7°c. The thermogard console was set to a target temperature of 33°c. Blood coagulopathy results prior to initiation of ivtm therapy were pt 16.4/ptt 38.3, inr 1.31. An icy catheter was inserted into the left femoral vein on (B)(6) 2017. The catheter was inserted in a single attempt with no issues reported. After 12 hours of in dwell time, a clot formation was identified by an intensivist. It is not specified, however, by what mean the thrombus was identified. The patient was not given medication. The catheter was replaced. The dwell time of the replacement catheter was 4 days. It is not specified if the patient was at a high risk for dvt. There were no vessel injury caused by the zoll catheter and no device malfunction was reported. The customer does not believe the reported thrombus was attributed to the zoll catheter.